Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient¿s pump was exchanged due to hemolysis and possible pump thrombus.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: possible pump thrombus. Patient had hematuria and was placed on continuous vad and cardiac monitoring.

Manufacturer narrative:
Approximate age of device: 4.5 months. The pump was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
Device evaluation: the report of suspected thrombus and a specific cause for the reported hemolysis and a correlation to the device could not be conclusively determined. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump functioned as intended. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.